Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, the inlet housing was observed cracked and broken and the unit was separated from the outlet housing. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred the week of (B)(6), 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the valve of a one-link needle-free IV connector was broken which resulted in a leak. This occurred during patient use. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.